Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve retainer clip was replaced, and the unit was returned to service. No report of patient involvement. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit was not able to hold pressure in manual ventilation mode. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the apl issue did not affect the functionality of the unit. There is no large leak or loss of manual ventilation. Reported complaint does not affect the function of the anesthesia machine. Additional information was received that the apl issue did not affect the functionality of the unit. There is no large leak or loss of manual ventilation. Reported complaint does not affect the function of the anesthesia machine.